Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and a cracked end cap. The pump was also received with a bleeding glass on the lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump fell on the floor and broke at the bumper side of the pump. Customer's blood glucose was 198 mg/dl. The broken part of the pump was detached and the customer was advised to stop using the pump and move to multiple daily injections until he receives a pump. Customer received a replacement pump.